Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd cassette caused a constant alarm. Replacing the cassette with a new one resolved the issue. No reported adverse effects.